Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited less than 200 ohms impedance and oversensing. The physician decided to explant this lead and replaced it with a new lead. The device was also explanted as it already reached elective replacement indicator (eri). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a lead severed in two segments 47 centimeters (cm) from the terminal pin. Setscrew marks were noted on all terminal connectors. A resistance test was completed to assess lead electrical performance at which time low impedances were confirmed. Detailed analysis revealed a trilumen insulation damage 32-33 cm from the terminal pin, most likely caused by entrapment in the clavicle/first-rib region. Clavicle/first rib entrapment is a known/identified risk for all leads when utilizing a typical subclavian venipuncture approach for implantation. If the lead is placed by the physician in a position where entrapment between the clavicle and first rib is a possibility, the force applied to the lead can abrade the insulation and/or crush the conductor coils. For this reason, device labeling provides clear implant instructions for physicians on how to minimize/avoid this potential damage. Analysis confirmed that the low impedance measurement was a result of the insulation damage. No further issues were observed.

Event description:
Additional information was received confirming that the lead was not tested with a pacing system analyzer (psa) and there was no lead/header connection anomalies noted.

Manufacturer narrative:
The product has been returned for analysis. This report will be updated upon return and completion of analysis.